Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after several restarts. A philips field service engineer (fse) visited the site and confirmed the reported problem. The fse checked the log file and found that the power-on-self-test (post) failed. The geo-ipc rebooted intermittently and the fse confirmed that the geo-ipc software had crashed. The fse solved the issue by re-loading the geo-ipc software. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.